Event description:
It was reported the customer was hospitalized for high blood glucose. Date of admission was (B)(6) 2014. Blood glucose at the time of admission was 541 mg/dl. The customer stated they were experiencing nausea, headaches, and flashes in their eyes from their high blood glucose. The customer also stated they were having abdominal pains and hyperglycemia, resulting in their hospitalization. The customer was treated with fluids and an IV of insulin for their high blood glucose. Troubleshooting for the insulin pump found the customer's insulin pump had passed all functional testing. It was also found the customer received a no delivery alarm in the past and their cannula was bent. The customer requested to have their insulin pump replaced. The customer's infusion set with the bent cannula will also be replaced. The customer also reported issues with their serter and stated they had stopped using their serter. Customer's serter will also be replaced. No additional information provided.

Manufacturer narrative:
Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. No excessive no delivery alarm noted. Unit functioned properly. Unit received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads.